Event description:
Pt's mother reported several infusion sets from the pt's current box of infusion sets are leaky. Mother stated pt's highest blood glucose level was approximately 550 mg/dl. Mother reported pt took correction via pen. Pt's normal blood glucose range was not provided. Mother stated the pt has disposed off the used infusion sets. On follow-up call on (B)(6) 2010, pt's father reported he did not have any additional info and pt was currently in school. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement return of the remaining unused infusion sets from the current lot.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.